Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a failed battery test and cracked battery cap from the insulin pump. The customer's blood glucose reading was 239 mg/dl. The customer stated that last night her pump kept buzzing. The customer stated that the battery cap is crooked and she cannot remove it or clear the alarm. The customer stated that her pump was vibrating when she was sleeping. The customer stated that she ignored the alarm thinking it was insulin delivery. The customer stated that the battery only had two bars. The customer changed the battery and it alarmed failed battery test. The customer stated that she was unable to remove the battery cap with a quarter. The customer was advised to discontinue use of the pump if the battery is low. The customer also mentioned high blood glucose readings. The customer will contact her health care provider to troubleshoot the high blood glucose readings.